Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The inclination value readout was higher than planned after impaction as discovered on post-op x-ray. The outcome of the case was successful and there was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding inclination discrepancy, involving a rio® tha software application, catalog: 205634 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 204000), the complaint databases were reviewed from 2011 to present for similar reported events regarding inclination discrepancy. There were only 6 other reported events ((B)(4). Conclusion: device inspection could not be performed, no session data was provided. Several communication attempts were made and there was no response. Session files were not provided for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The inclination value readout was higher than planned after impaction as discovered on post-op x-ray. The outcome of the case was successful and there was no harm to the patient.